Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor that stopped would not work after 8 days occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was observed. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor that stopped would not work after 8 days is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.